Event description:
In 2003 the account reported a hemoglobin (hgb) of 7.2 g/dl and a hematocrit (hct) of 23% from a fingerstick sample on a pt. The patient was admitted to the hospital. The hospital obtained a venipuncture sample from the patient: the hgb was 14.0 g/dl and the hct was 41.0%. No treatment was administered based on the initial results obtained. The account stated that the controls were within range.